Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed out their reservoir but the insulin did not flow into the tubing. Customer indicated that they tried with another reservoir which worked fine. The customer's blood glucose reading was 180mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details provided.